Manufacturer narrative:
The system was examined and the reported event was replicated. The system was tested and found to meet product specifications. The laser manufactured on april 9, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer returned a laser for repair of low power/energy. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).